Event description:
The customer reported obtaining a reproducible, elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). On (B)(6) 2015, the patient was tested again using the access accutni+3 assay and similar, elevated results above the assay's normal reference range were obtained. The initial, elevated access accutni+3 result was released from the laboratory. There was a report of change in patient treatment associated with this event as the patient underwent a coronary angiography and held for observation for four (4) days in association with the elevated access accutni+3 result obtained. The customer noted that the results of all other testing, including the coronary angiography, were normal. Quality controls (qc), calibrations and system check parameters were all recovering within expected ranges and specifications. The patient's sample was collected in a serum tube with a gel separator which was then centrifuged for ten (10) minutes at 3,500 rpm (revolutions per minute) at room temperature. No issues with sample integrity were reported. Event log information did not highlight any specific issues with the customer's instrument in association with this event. Service was not requested. The customer sent the patient's sample to beckman coulter (bec) complaint handling unit (chu) for further analysis.

Manufacturer narrative:
The customer did not supply the patient's demographics such as age, date of birth, sex or weight. There is no indication that the access accutni+3 device was returned for evaluation. Testing of the customer supplied neat sample confirmed the customer's elevated access accutni+3 results. Further testing of the sample, with both animal derived blocker proteins and a blocker related to alkaline phosphatase, decreased the sample's signal causing a decrease in the access accutni+3 result by approximately 83-99%, confirming the presence of a patient source interferent related to both heterophilic and alkaline phosphatase interference. Service was not dispatched to the customer's site as the customer did not question system performance. In conclusion, the cause of the elevated access accutni+3 results is due to a patient source interferent related to heterophile and alkaline phosphatase interference.